Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that when the ultrasound system and the bovie electrosurgery equipment were used simultaneously, the system locked up. The issue occurred during a transesophageal echocardiography (tee) study during an open heart surgery. The physician rebooted the system to restore its functionality. The procedure was completed with no delay and no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
Investigation: the complaint was investigated for sc2000 delay and lock-up issues. In this case, engineers went on-site to investigate the issue and the common physio module (cpm) was analyzed in-house. Engineering confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the cpm. There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Complaint reference #: (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to correct the FDA recall number previously reported; provide the date new information was received by manufacturer and provide the type of report; provide the type of reportable event, and provide the type of follow-up.